Event description:
Clinical study. It was reported that 50 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.19mm, 80.6% stenosed, 12.2mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x20mm study stent. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. 50 days after the initial procedure, the patient experienced an st in the target lesion. The physician treated the lesion with angioplasty and resolution of the st. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.